Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturer representative (rep) called with patient on the line regarding their handset and ins, stating that the handset will not pick up the ins. Rep states they were able to connect the communicator normally and now the handset shows "no device found" when connecting to the ins. Patient's wife was on the line and states that both the bluetooth light and green light are on. Technical services (tss) advised caller to confirm serial number, then advised caller to un-pair and re-pair the stimulator. Patient's wife states the serial number did not match the initial serial number, however the patient is not registered to confirm. They then stated the communicator is blinking orange and that there is a circle with a line through it at the top of the handset screen. Rep confirmed that the handset was paired after surgery. Tss advised caller to charge the communicator, following which she will try connecting again and call the rep or tss back as needed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that they were paired to the wrong ins. The ins was re-paired and everything worked well.